Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 42 mg/dl. Customer's other blood glucose value was unknown. Customer reports no led light flashing on charger. The customer did not provide details regarding symptoms and treatment of low blood glucose. The insulin pump was not expected to be returned for analysis.